Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 5/17/2016. Additional clarification was received on 5/17/2016 that the lot # was corrected from unknown to 17368459m. Therefore, the product information has been corrected to the manufacturer date of 12/17/2015 and the expiration date of 11/30/2016. (B)(4). Below are additional concomitant products that were provided: halo catheter, model #: d-1160-37-s, lot #: unknown. Webster 10 pole with auto ID, model #: d-1079-258-s, lot #: unknown. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4). Concomitant product: smartablate pump, model #: m-4900-08, serial #: (B)(4). (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure on (B)(6) 2016 for a paroxysmal atrial fibrillation with a smartablate generator and a smart touch bidirectional catheter. Post-procedure, the patient returned to the emergency room as he suffered an esophageal fistula requiring surgical intervention. Generator parameters were not reported as the procedure was conducted on (B)(6) 2016. There were no error messages reported on biosense webster equipment during the procedure. Esophageal protection measures included a circa esophageal temperature probe. The esophageal fistula was confirmed via computed tomography. The surgical intervention was a left atrial posterior wall repair. The patient required extended hospitalization as a result of this adverse event. The patient outcome is unknown. The patient was in critical condition in the intensive care unit at the time of the complaint report. The patient was still in the hospital at the time that the additional information was requested and then received. The physician's opinion regarding the cause of the adverse event is that it was procedure-related. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
(B)(4). It was reported that a male patient underwent an ablation procedure on (B)(6) 2016 for a paroxysmal atrial fibrillation with a smartablate generator and a smart touch bidirectional catheter. Post-procedure, the patient returned to the emergency room as he suffered an esophageal fistula requiring surgical intervention. Generator parameters were not reported as the procedure was conducted on (B)(6) 2016. There were no error messages reported on biosense webster equipment during the procedure. Esophageal protection measures included a circa esophageal temperature probe. The esophageal fistula was confirmed via computed tomography. The surgical intervention was a left atrial posterior wall repair. The patient required extended hospitalization as a result of this adverse event. The patient outcome is unknown. The patient was in critical condition in the intensive care unit at the time of the complaint report. The patient was still in the hospital at the time that the additional information was requested and then received. The physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. The catheter was evaluated for screening test and force calibration check and catheter passed both tests. The force feature was working properly. Finally, the force sensor values were found within specifications. An irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter was found within specifications. The root cause of the fistula cannot be determined.

Manufacturer narrative:
Additional information was received on november 8, 2016 notifying of the patient's death. Multiple attempts have been made to obtain clarification to the patient's death. However, no further information has been made available. If additional information is received, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Manufacturer narrative:
Additional information was received on the patient's death on (B)(6) 2016. The patient's date of death was (B)(6) 2016. No autopsy was performed. The patient had a surgical repair of atrioesophageal fistula on (B)(6) 2016. The physician's opinion on the cause of death was that the patient died from a stroke related to atrioesophageal fistula. Manufacturer's ref. No: (B)(4).